Event description:
Four of my last cgm sensors have given extremely inaccurate readings. Some have been 100 points off. I have ended up with very high blood sugar due to correcting a low that was caught late because my sensor was way off. This is extremely dangerous when taking insulin. FDA safety report ID # (B)(4).